Event description:
During procedure the stent was pulled out by the delivery system following deployment. The physician completed the procedure with the use of another stent. The patient is reportably in stable condition.

Event description:
The customer reported a colleague infusion pump with a bad lithium battery which interrupted therapy on an unknown patient in the emergency room. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a bad lithium battery, and the root cause was determined to be a depleted lithium battery. The lithium battery was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. The user interface module master software version is (B)(4), which is categorized as unremediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During log review notification, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 1, ultrafiltration volume of 1554ml. Product surveillance spoke with the home patients peritoneal dialysis nurse to relay the iipv found during evaluation of the home choice device.